Manufacturer narrative:
Customer reported on the same day two events of devices of the same model number failed with the detachment of the tissue pad. These events are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The customer has reported this event to the (B)(6). (B)(6). The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic transverse colon resection for malignant transverse colon tumor the tissue pad fragments detached and fell into the patient. The doctor saw the fragments fall off. The fragments were found and retrieved from the patient. The procedure was completed with a new similar device without any delay. There is no harm or adverse impact to the patient. The generator did not have any issues nor were any error signals received. The clinician reports potential risk to the patient if the fragments could not have been retrieved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h3, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus was unable to confirm the reported event, the tissue pad was worn out but no areas of detached could be identified. Additionally, the coating of the grasping section was partially peeled off and the coating of the prove was partially peeling; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor the performance of this device.